Manufacturer narrative:
Investigation x-initiated manufacturer's investigation x-inspect returned samples *analysis and findings distribution history the complaint product was manufactured at csi on 08-26-03 under work order 24187 and sold on 08-27-03. Manufacturing record review a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed, and this complaint amended accordingly. Incoming inspection review incoming inspection record review not applicable to this product. Service history record this product was returned on 06-28-07 for fs log 38154 (see attached) and 1-17-14 for fs log 73425 (leaking at probe socket) historical complaint review a review of the 2-year complaint history showed similar reported complaint conditions. There are multiple performance complaints that are attributed to a damaged pin cup as well as multiple examples of broken/missing t-knobs, the condition is usually attributed to end-user misuse. Product receipt the complaint product (ce-2000 sn (B)(6)) was returned on 11-17-21. The serial number of the returned product matched the serial number reported. Visual evaluation visual examination of the complaint product revealed physical damage. The unit was determined to have a swollen pin cup. During evaluation, a secondary unrelated condition was identified as follows: the unit also had a broken t-bar knob (pressure control switch). Functional evaluation complaint product was functionally evaluated and found not to function properly due to the swollen pin cup. Root cause while no definitive root cause could be reliably determined, the potential cause may be end-user misuse during the shutdown of the machine. *was the complaint confirmed? Yes *correction and/or corrective action the complaint unit was repaired and returned to the customer. Coopersurgical will continue to trend this complaint condition. No further training required at this time.

Event description:
Not keeping temp -80 deg. And not going over pressure of 600. Found pin cup swollen, bar knob broken. Repair order #: (B)(4). 1216677-2021-00291 opthalmic cryo system dig (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Not keeping temp -80 deg. And not going over pressure of 600. Found pin cup swollen, bar knob broken. Repair order #: (B)(4). Opthalmic cryo system dig ce-2000 e-complaint- (B)(4).